Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019.

Event description:
The customer reported battery was not working. There was no patient involvement.

Manufacturer narrative:
Pmk: 03jan2020. Date of report (B)(6) 2020. Technical support ordered a new battery part number for the customer to complete the replacement. Although requested, confirmation of the battery replacement could not be obtained. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.